Event description:
It was reported that the user experienced multiple insulin occlusion events on the ilet, which interrupted delivery during and after several meal announcements and resulted in partial or reduced insulin delivery relative to usual meals; after guidance, the caregiver changed all supplies including the infusion site, observed drops, and the occlusion cleared. Symptoms included no physical complaints. Outcomes included elevated blood glucose that reached 241 mg/dl, which the user addressed by reconnecting and resuming insulin, monitoring, and consuming food per guidance. Investigation included review of device-generated meal announcement and delivery information and remote troubleshooting with education on complete supply and site changes for occlusion resolution. Investigation of this case revealed an insulin occlusion with incomplete bolus delivery that resolved after replacement of all infusion components, consistent with flow obstruction at the infusion site or set. It was concluded, based on previously established findings for similar reports, that the cause was user-related technique or site-related factors leading to occlusion, resolved with standard corrective actions.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.